Event description:
In 2005, a dental implant was placed in tooth location #30. Subsequently, the patient was experiencing paresthesia and pain. About five weeks later the post op x-ray showed the implant above the neurovascular canal. The patient elected to have the implant removed. In 08/2005 - the clinician was contacted. He stated the patient felt better and was improving.